Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a manual injections and correction bolus via the pump. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.